Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that arm 1 kept faulting out. Tse reviewed the system logs and identified error code 32056 associated with arm 1. The user had already power cycled the system prior to the call, so tse then had the user perform a hard power cycle of the patient side cart. The user confirmed that arm 1 still faulted after the system powered back up. The user aborted to another da vinci system to continue with the procedure as planned. No known impact or patient consequence was reported.